Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered implanting the right ventricular (rv) and atrial leads due to the patient's intracardial anomalies. It is unknown whether the rv and atrial leads were boston scientific products. The rv and atrial ports were plugged. The left ventricular lead was successfully implanted and connected to this device. The pacing mode was programmed to biv with minimum rv output and lowest sensing settings. Post procedure, pacing and sensing issues were noted due to timing issues and the lead detection algorithm which had not detected without an rv lead. An internal technical service consultant was contacted for programming recommendations which were provided. There was concern that the asynchronic lv pacing may compete with intrinsic ventricular rhythm and inhibit the patient's intrinsic cardiac rhythm. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains in service. Should additional information become available, this event will be updated.